Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-538b-2241: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber/glass cap also exhibits circumferential fracture on the proximal side of fiber/cap fusion zone behind the metal cap near the open end; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber appears crushed and bent at the location of proximal fracture; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the outer flow tubing open end exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 185,147. Time expended: 19:40 minutes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure "end firing" was observed with the fiber. The procedure was completed using a second fiber. Patient outcome "ok" reported.